Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device no discrepancies were detected; the accuracy test was successfully passed. The customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump alarmed at 5:30 and was due to be disconnected at 11:30. The bag was found to be completely dry. There was no medication residue on the pump. The upstream sensor was on and the patient was not affected at this time. There were no reported adverse events.